Event description:
Additional information was received stating that the vns patient was frequently hospitalized and was non-compliant with her medications and treatments. The patient¿s increase in seizures and hospitalization were not related to vns. No device issue is suspected. The patient had many other health issues and continued to have seizures. The patient¿s device settings were increased during an office visit on (B)(6) 2014. The patient later reported that she passed out and was unresponsive, which the physician attributed to psychological issues and not related to vns. The patient wants to explant her device because she believes that it has not been helpful. No known surgical interventions have occurred to date.

Manufacturer narrative:
.

Event description:
The patient reported that she has been experiencing an increase in seizures since vns implant. The patient reported that the seizure increase began approximately two weeks after implant and that the device was programmed on two weeks after implant. The patient reported seizures daily up to two to three times a day. The patient reported that device settings have been adjusted since implant, but this has not helped. The patient was seen by the physician at which time device settings were adjusted. It was later reported that the patient was hospitalized. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The supplemental report #1 inadvertently did not change the reportability of the event. The supplemental report #1 inadvertently did not change the reportability of the event so did not update the outcome. The supplemental report #1 inadvertently did not change the reportability of the event.